Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets were opened prior to use. It was further specified that the sealing part on the packaging was too thin that packing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : eleven (11) devices were received for evaluation. A visual inspection using the naked eye and it was noted that all pouches were found open due to a weak seal on the pouch. The reported problem was verified in all returned samples. The cause of the condition was due to a reel mistakenly being loaded in reverse, (left edge on the right) resulting in the adhesive side on the outside of the pouch. To correct the issue the current 2-way bearing was replaced with an identical 1-way bearing; which would inhibit the user from loading the reel in reverse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.